Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurements. This rv lead was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.